Event description:
It was reported that the customer went to the hospital to have an MRI. Caller stated that the customer took the insulin pump off in the magnetic room. Caller stated that the insulin pump was motor error and has an e70 alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units left in the status screen and motor error alarmed during rewind. E70 alarm confirmed in the history file, and had motor encoder signal out of phase.